Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported a red blinking light on the latitude communicator. The patient was assisted with performing a patient initiated interrogation (pii); a red alert was issued due to the device being programmed to a tachy mode of other than monitor therapy. The physician planned to contact the patient to determine if the programming change was due to a surgical procedure or to hospice care.

Manufacturer narrative:
The field representative reported that the patient did not undergo a surgical procedure and recalled being in the clinic on the date the programming change was performed. The physician did not intentionally program the device to monitor only mode. The patient was brought back to the clinic and the device was reprogrammed to monitor therapy. No adverse patient effects occurred due to this issue. The device remains implanted without complication.